Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a a33 alarm and insulin squirting out during manual prime on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was disconnected during prime and insulin pump is not bumped or dropped, no water contact. The customer was that the drive support cap appear to be loose. The customer was advised verbally and in written form to return broken insulin pump for analysis. The customer was informed that we will send replacement of insulin pump.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a disconnected motor, a cracked end cap, and cracked case. Unable to test for other alarms due to the motor error alarm. The motor was tested outside of the device and it passed. The pump also had a loose drive support disk, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, and a stained end cap sticker.